Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device interrogation found high impedances on electrodes 1-5. The device was reprogrammed on (B)(6) 2024. The patient was listed for a lead revision/replacement but no date was provided. Outcome was reported as ongoing as of 2025-sep-24. Etiology was a causal relationship to the device or therapy. Patient age at consent was 40 years old.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial#(B)(6), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 27-sep-2020, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.